Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. At the end of the procedure the patient complained of light chest pain and a pericardial effusion on the left side of the heart was seen on ultrasound. A pericardiocentesis was performed to stabilize the procedure. There were no performance issues with any abbott device.